Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained utilizing an antegrade approach. The 90% stenosed target lesion was located at the moderately calcified and moderately tortuous below the knee artery. A 014 non bsc guide wire crossed the lesion and on the first inflation of a 1.5mm x 20mm x 143cm coyote¿ es balloon, the balloon was inflated to 10 atmospheres for 10 seconds and ruptured. The device was retrieved intact from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained utilizing an antegrade approach. The 90% stenosed target lesion was located at the moderately calcified and moderately tortuous below the knee artery. A 014 non bsc guide wire crossed the lesion and on the first inflation of a 1.5mm x 20mm x 143cm coyote es balloon, the balloon was inflated to 10 atmospheres for 10 seconds and ruptured. The device was retrieved intact from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).